Manufacturer narrative:
(B)(4). One endobronchial tube was received for investigation. Visual inspection was performed and observed that the shape of the unit was altered by the stylet wire. Further examination showed air contained on both cuffs. The stylet was removed and air was removed from each cuff. The stylet was replaced and the cuffs were inflated and deflated without any issue. The stylet was again removed, both cuffs were inflated and deflated three times without any issues or restrictions observed. Both cuffs were found to function as intended when testing the tube with and without the stylet wire present. The customer reported malfunction was not verified.

Event description:
It was reported that, during prior to use testing, an endobronchial tube cuff did not completely deflate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).